Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's back stimulation is not working. The caller believed that the programmer wasn't working. The patient was referred to the doctor and asked to change batteries in the programmer. Patient services noted that it was very unclear on the call what was or wasn't working, whether it was the therapy or the device. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.